Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterior, multi-level lumbar spinal fusion surgery using a combination of rhbmp-2/acs, local autograft, and allograft. The patient's post-operative period was marked by the need for additional surgery, pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2010 the patient underwent: right sided transforaminal lumbar interbody fusion, l4-5. Left sided transpedicular exposure for neural decompression, l4-5. Placement of interbody device at l4-5. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4 and l5. Posterior spinal fusion, l4-5. Harvest of local bone autograft. Repair of incidental durotomy with laminectomy. Preoperative diagnosis: l4-5 spondylolisthesis l4-5 severe facet arthropathy. L4-5 stenosis. Lumbar radiculopathy. Intractable back and lower extremity pain. Per-op notes: "next, dilators were used to dilate over the guidepins, allowing a 5.5mm tap to be inserted. All pedicle tracks were evaluated with the spine system and showed no adverse response to 15ma. The exposure was advanced further with removal of the ligamentum flavum. This allowed exposure of the lateral aspect of the dura, as well as the exiting nerve root. The rod incision device was placed over the top of the screw housings. A stab incision was made in the skin for the trocar. It should be noted the spondylolisthesis reduction screw housings were utilized. The l5 housing was set a the reduced position. Upon completion of the discectomy, sizing of the was performed and a 12 x 32 mm interbody device was selected. Local autologous bone was packed anteriorly in the disc space, along with a pledget of bmp. The device, itself, was then inserted, which been filled with bmp along with some more local bone autograft. The device was recessed several millimeters past the posterior aspects of the l4 and l5 vertebral bodies. The bmp was used in the interbody space."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.